Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip ejected without being formed at the 1st firing when the clip was fed into the jaws before use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Is the account aware of the recall on this product? ---the event occurred before the sales rep inform the recall on this product. What vessel or structure was the device fired on at the time of the event? ---the event occurred before firing on the target tissue. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---the event occurred before firing on the target tissue. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes.